Event description:
Surgeon performing laparoscopic cholecystectomy. In gall bladder proximity, the endo clip iii 5mm clip fired incorrectly at an angle; determined device malfunctioned. Device removed from surgical table. Endo clip 10mm device brought to table, fired correctly. Surgeon continued with procedure. No compromise of technique or harm occurred. Endo clip iii 5mm replaced with endo clip 10mm. Surgery completed. MFR requested device be returned. Providing a mailer to return device to autosuture; (B)(4).